Manufacturer narrative:
The device has not been returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the screw was not biting the bone and backing out after attempting to insert in bone. Screw is backing out post-operatively.